Manufacturer narrative:
Report source: abstract in osteoporos int p175th titled: "combined vertebral stabilization by means of cement-augmented posterior instrumentation and balloon kyphoplasty in osteoporotic burst fractures" by blattert t.r., katscher, s., siekmann, h. , josten, c.; leipzig univ. Spine center, leipzig, germany. Method - device not returned, internal review of literature, follow-up with author.

Event description:
In an abstract in osteoporos int p175th titled "combined vertebral stabilization by means of cement-augmented posterior instrumentation and balloon kyphoplasty in osteoporotic burst fractures", the following events were reported: in 6/64 pts with augmented pedicle screws, leakage of cement was noted: five leakages where the direction was reported to be anterior or lateral. One leakage was reported to be epidural. No additional information was reported.